Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. However, device alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, displacement test or verify low battery, battery out limit alarms due to failed battery test alarm. Device had cracked battery tube threads. Reservoir tube lip was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed battery test and blank display anomaly on the insulin pump. Troubleshooting was performed. Customer advised the failed battery test recurred each time they changed out the battery and the blank display issue remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.